Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the high impedance was unknown. No actions/interventions were taken to resolve the issue. The issue remains unresolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported there was the following impedance noticed, see below. It was also stated that contact 1 was the high impedance contact. Everything with the contact 1 was greater than 20,000 ohms. No patient symptoms or further complications were reported as a result of this event. C0 30000 ohms c1 1700 ohms pt programmed on 0- 1- c+ therapy impedance 1000ohms